Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high pacing impedance on the lead. Undefined impedance was recorded by the lead monitor. Noise and oversensing was observed during interrogation. Because the noise was detected in both bipolar and unipolar, a cathode conductor issue was suspected. It was noted that because the system had been implanted in the abdominal area, some stress may have been exerted on the lead. The patient noted feeling a slight sense of fatigue. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.